Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's territory manager reported via phone call that their insulin pump had keypad anomaly. The customer¿s blood glucose was 300 mg/dl at the time of incident. The customer's territory manager reported that they experienced high blood glucose level and treated with insulin pump. The customer's territory manager reported that the insulin pump's all the buttons were really hard to pressed and did not respond properly. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.